Manufacturer narrative:
Section h10: (d4) expiration date: 23-mar-2027. (H3) equinoxe reverse in place. Patient experienced unexplained shoulder pain, surgeon revised stem and glenospher and removed 3 screws there is no indication that there was a malfunction with the device, the most likely cause of the rotator cuff injury is related to the patient condition. Equinoxe is intended for individuals who have degenerative disease of the shoulder. Product was not returned. No additional information provided. Section(s): no information provided: a2, a3, a5, b6, b7, d6, e3, g4, g5, g8, h4. Section h11: corrections made in the following section(s): (g4) (B)(6) 2019.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: 300-01-09, 5146512, stem 9mm; 320-20-30, 4980346, compression screw, 4.5 x 30mm; 320-20-30, 4935445, compression screw, 4.5 x 30mm; 320-20-26, 5252896, compression screw, 4.5 x 26mm.

Event description:
Revision due to failed anatomic shoulder. Patient was experiencing unexplained pain.